Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred while in the angio department with no pt involvement. During product prep, the staff found that the balloon did not inflate while preparing for the procedure. As a result, the kit was not used. A new kit was opened. There was a delay or interruption in therapy with no harm to the pt noted. No report of pt death, complications or injury. The pt outcome was no harmful outcome for the pt.